Event description:
Patient undergoing diagnostic ep study with st jude equipment where we are the 1st hospital to use this equipment in us, recently FDA approved. After 75% of the case had been completed, the intracardiac images went down. The st jude rep did not know cause and recommended that the procedure be aborted. The patient was not harmed. We have had follow up meetings with vendor and they are working on identifying root cause: it may be related to dislodging of right leg lead but why would it take out all the intracardiac images. No warning or explanation-it appeared amplifier was dead. We do not plan to continue to use of this 1st in use system until we have a better understanding of root cause.